Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was blurry and out of focus. The issue was found at an unknown event outside of a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not confirmed. And a definitive root cause of the reported issue could not be determined. There was no report, that the subject device was used for procedure, while the suggested event occurred. A review of device history record and historical complaints analysis was conducted. And no deviations that could have caused or contributed to the reported issue was identified. It has been over 1 year, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.